Event description:
Physician reported a right implant rupture. Device explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional information : phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Observed opening on radius side. Observed red capsule. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. "Device evaluation: visual analysis of the returned device identified: overweight, opening, red/white particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two opening sharp in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g1, h6.

Event description:
Physician reported a right implant rupture. Device explanted and replaced with non-allergan device.